Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure while attempting to load a ruby coil into a lantern delivery microcatheter (lantern), the physician inadvertently bent the ruby coil pusher assembly; therefore, it was removed. The procedure was completed using three new ruby coils and the same lantern. It was reported that the physician used a rotating hemostasis valve and maintained continuous flush. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations throughout its length. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked in multiple locations throughout its length. This damage may have occurred due to forceful manipulation of the ruby coil during insertion into a lantern. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.